Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of ventricular tachycardia (vt) resulting in a delayed time to therapy. Shock therapy was appropriately delivered to convert the rhythm, however, the patient experienced syncope prior to delivery of therapy. Boston scientific technical services (ts) discussed available programming options. Programming changes were made and the device remains implanted and in service. No additional adverse patient effects were reported.